Manufacturer narrative:
This information was previously reported in user facility report # (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient presented to the hospital due to a recurrent gastrointestinal bleeding. Upon admission, hemoglobin and international normalized ratio (inr) was noted to be 5.0 and 3.9 respectively. The patient was removed from aspirin therapy, +proton pump inhibitors (ppis), pulsatility and octreotide three times a day (tid). 3 units of packed red blood cells were transfused. Esophagogastroduodenoscopy (egd) results were noted to be normal. A heparin to coumadin bridge was completed prior to being discharged.

Manufacturer narrative:
Section b5: previous admissions for gastrointestinal (gi) bleeding are reported under MFR # 2916596-2020-03078, MFR # 2916596-2020-03076, and MFR # 2916596-2020-03077. Section d1, e4: correction. Section d4, h4: additional information. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.